Event description:
The customer tested blood glucose at 11:30am before eating. They tested on a different device and received a result of 250mg/dl. Based on the result the customer took 10 units of humalog. They said they started feeling "funny" afterward. The customer tested again at noon and the result was 270mg/dl. The customer tested on a different device and received a result of 278mg/dl. The customer passed out. Their family member called paramedics who tested and received a result of 61mg/dl. The customer was taken to the hospital where they received results of 48, 61, and 42mg/dl. The customer's device read 278, 264, 272mg/dl on the customer's other device the results were 276, 261, and 264mg/dl. The customer was given food and drink. No controls were in use. Glucose strips were kept in a baggie outside of the original vial. A request was made for the return of the suspect device and replacement product was sent.